Event description:
It was reported the pt experienced a loss of stimulation. Impedance readings were greater than 3600 ohms. Group and therapy impedances confirmed an open circuit. X-rays showed no visible breaks or disconnects. A revision indicated the extension had broken 6 inches from the device. The extension was replaced and an extra extension was placed.

Manufacturer narrative:
(B) (4).